Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation, since the patient did not want to be contacted further on this matter. The patient reported the alleged meter inaccuracy issue began on (B)(6) 2017, at 21.50 pm. The patient reported that he obtained inaccurate blood glucose results of ¿1.4 mmol and 13.5 mmol/l¿ on the subject meter, performed one minute apart. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for precision. The patient reported that he manages his diabetes using insulin (self-adjuster) and in response to the blood glucose reading of ¿1.4 mmol/l¿ he drank some ¿lucozade¿, then in response to the blood glucose level of ¿13.5 mmol/l¿ he self-administered 4 units of insulin. The patient denies developing any symptoms and there is no evidence of any treatment being received or required. At the time of trouble-shooting the csr noted that the correct unit of measure was being used, and that the patient did not have any test strips to test the meter. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. It was noted that the patient did consume some ¿lucozade¿ after the first set of the results, but as the 2nd result was 1 minute later, it could not be determined that this had any effect on the results, therefor this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.